Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, elevated metal ion levels, muscle damage, muscle weakness, joint effusions ,scar tissue and emotional distress. It was also stated that operative notes indicate, metallosis with synovitis and effusion and abundant fluid, approximately 10 large pieces of synovial material including saccular structure, this was most likely inflammatory breakdown of the metal on metal prosthesis. It was not confirmed if the stem being used is a depuy product. Doi: (B)(6) 2008: dor: (B)(6) 2017 (left hip). Acetabular liner: depuy pinnacle metal liner insert, 36 mmx 54 mm femoral head: depuy articuleze metal-on-metal femoral head, 36 mm.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and implant sticker sheets received. In addition to what previous alleges, ppf alleged metal wear. Cup was added since ppf indicated that it was removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medial records, lab results shows that metal ion levels were below 7ppb. No revision notes were provided.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> investigative update: 06 / august / 2021 patient x-ray images have been provided for review. No device associated with this report was received for examination. Provided x-ray images have been reviewed. Some images were prior, and some post placement of the metal on metal articulating devices entered on this complaint. A dislocation event was not depicted. Nothing indicative of a product problem was identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. There is otherwise no additional information and no change is required to the initial investigative results. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot ==> a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required. Corrected: g1

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. -------------------------------- update 12-july-2018: investigation re-opened upon receipt of new information. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
After review of medical records, patient reported on (B)(6) 2017 had onset of a rash over patient's chest. With continued numbness and achiness all over the body. Patient had surgically removed old hip due to cobalt toxicity and metallosis and replaced with a new one.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Medical records received. After review of medical records, it was reported on (B)(6) 2017 that the patient experienced dislocation and there is mild insertional tendinitis.